Manufacturer narrative:
(B)(4)- no RMA has been initiated for this issue. Model tdxsp, serial number/date code and age of product are unknown. The owner's manual part number 1143190, was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The user is a resident in a nursing and rehab facility. No mention of a malfunction of the foot rest, only that the user scraped her leg on the foot rest causing a sore. Medical intervention was applied. Invacare consumer affairs is contacting the facility for additional information as to how the incident happened. The malfunction has not been confirmed.

Event description:
Facility called stating that the footrest on a tdxsp power chair has allegedly scraped the resident's leg, causing a sore.